Manufacturer narrative:
Only a distal portion of the lead was returned in one piece for analysis. The reported events of inadequate capture and lead fracture were not confirmed. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited a high capture threshold, resulting in phrenic nerve stimulation. A fracture was also noted on the lv lead. The physician elected to explant and replace the lv lead. The patient¿s condition was not known.